Manufacturer narrative:
Upon review, it was determined this report is a duplicate of MFR 2518422-2023-37342. All reporting will be completed on MFR 2518422-2023-37342.¿

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A device was returned to a third-party service center about the voluntary field notice/safety recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during its evaluation at the third-party service center. Error codes were present along with foam degradation - foam particles were observed. The device has been scrapped.